Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was treated with vancomycin injection (2gm, intraperitoneal) and gentamicin injection (20mg, intraperitoneal) for peritonitis. Pd therapy was ongoing. Hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.